Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011, during use of the product and subsequently expired on (B)(6) 2011.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated mdrs # 1225714-2014-00717, 1225714-2014-00718, 1225714-2014-00719 and 1225714-2014-00720.